Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823045) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated, no occlusions were noted. The valve was leak tested; leaks were noted. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter. At the time of investigation, no function issues were noted.

Event description:
A physician reported a hakim peritoneal catheter (ID 823045) and a connector (ID 823053) were implanted in a 42 year-old male patient via ventriculoperitoneal shunt on (B)(6) 2023. The catheter was connected to a competitor¿s valve which was already implanted. On (B)(6), 2023, overdrainage was observed. A shunt contrast was performed and cerebrospinal fluid (csf) leakage from the catheter was found. On (B)(6) 2023, the catheter was explanted and replaced, connector remained implanted. According to information provided, it is unknown if the patient experienced any signs and symptoms due to overdrainage and csf leakage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.